Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised by technical support to put the pump into storage mode and return it to tandem using a pre-paid label. A replacement pump was sent to the customer, who plans to reach out to a healthcare professional for backup therapy and purchase necessary supplies.